Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), device dislocation ("malposition of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the device deployed wrong." On (B)(6) 2016 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included abdominal pain lower, vomiting, felt faint, menses irregular, constipation and ovarian cyst. Previously administered products included for an unreported indication: lorazepam. Concomitant products included escitalopram for depression, medroxyprogesterone acetate (depo-provera) for dysmenorrhoea, doxycycline from (B)(6) 2016 to (B)(6) 2016 for hives, norethisterone (norethindrone) for hormonal imbalance and vaginal discharge, sumatriptan succinate (imitrex) since (B)(6) 2015 for migraine, ranitidine hydrochloride (zantac)(B)(6) 2016 to august 2017 for nausea, lorazepam (ativan) from july 2016 to august 2016 for pelvic pain, hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pelvic pain female as well as amitriptyline from may 2016 to august 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since june 2016, hydrocodone2-aug-2016 to august 2017 and sulfamethoxazole;trimethoprim (septra) from (B)(6) 2016 to (B)(6)2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("lower back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), urinary retention ("bladder or urinary problems or changes : difficulty emptying bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain/ pain radiating down legs") and pollakiuria ("bladder or urinary problems or changes : frequent urination"). On (B)(6) 2016, the patient experienced wound infection ("infection : post op wound infection"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), alopecia ("hair loss"), vision blurred ("viion/eye problems - type: blurred vision") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain lower, migraine, fatigue, depression, female sexual dysfunction, urinary retention, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, nausea, urticaria, vaginal discharge, vision blurred, weight increased, pain in extremity, wound infection, vaginal haemorrhage, menorrhagia, pollakiuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and wound infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: bleeding, cramping, pelvic pain, pain radiating down legs, nausea, vaginal bleeding, migraines, device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, " hormonal changes describe:, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: urinary retention, pollakiuria, infection (other) describe: wound infection, malposition of essure device location of device, psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives, device breakage, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), hair loss, nausea, vaginal discharge, vision/eye problems type: blurred vision, legs pain, device deployment issue, she did not undergo essure confirmation test, weight gain / loss specify which one: weight gain." Were added. Reporter contact information was added. Pateint's information was updated. Patient's demographics were added. Concomitant medications were added. Medical history and historical drugs were added. Onset dates of events were added and updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), device dislocation ("malposition of essure device"), genital haemorrhage ("abnormal bleeding (general)") and postoperative wound infection ("infection: post op wound infection following salpingectomy") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the device deployed wrong." On (B)(6) 2016 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included abdominal pain lower, vomiting, felt faint, menses irregular, constipation and ovarian cyst. Previously administered products included for an unreported indication: lorazepam. Concomitant products included escitalopram for depression, medroxyprogesterone acetate (depo-provera) for dysmenorrhoea, doxycycline from (B)(6) 2016 to (B)(6) 2016 for hives, norethisterone (norethindrone) for hormonal imbalance and vaginal discharge, sumatriptan succinate (imitrex) since 21-aug-2015 for migraine, ranitidine hydrochloride (zantac) (B)(6) 2016 to (B)(6) 2017 for nausea, lorazepam (ativan) from (B)(6) 2016 to (B)(6) 2016 for pelvic pain, hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pelvic pain female as well as amitriptyline from (B)(6) 2016 to (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, hydrocodone(B)(6) 2016 to (B)(6) 2017 and sulfamethoxazole;trimethoprim (septra) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), urinary retention ("bladder or urinary problems or changes : difficulty emptying bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain/ pain radiating down legs") and pollakiuria ("bladder or urinary problems or changes : frequent urination"). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), alopecia ("hair loss"), vision blurred ("viion/eye problems - type: blurred vision") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, postoperative wound infection, back pain, abdominal pain lower, migraine, fatigue, depression, female sexual dysfunction, urinary retention, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, nausea, urticaria, vaginal discharge, vision blurred, weight increased, pain in extremity, vaginal haemorrhage, menorrhagia, pollakiuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, postoperative wound infection, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: bleeding, cramping, pelvic pain, pain radiating down legs, nausea, vaginal bleeding, migraines, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device breakage') and fallopian tube perforation ('malposition of essure device/malposition of essure device location of device: protruded through fallopian tubes') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the device deployed wrong." On (B)(6) 2016 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included corneal abrasion on (B)(6) 2015, abdominal pain lower, vomiting, felt faint, menses irregular, constipation and ovarian cyst. Previously administered products included for an unreported indication: lorazepam. Concomitant products included escitalopram for depression, medroxyprogesterone acetate (depo-provera) for dysmenorrhoea, doxycycline from (B)(6) 2016 to (B)(6) 2016 for hives, norethisterone (norethindrone) for hormonal imbalance and vaginal discharge, sumatriptan succinate (imitrex) since (B)(6) 2015 for migraine, ranitidine hydrochloride (zantac) (B)(6) 2016 to august 2017 for nausea, lorazepam (ativan) from july 2016 to august 2016 for pelvic pain, hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pelvic pain female as well as amitriptyline from may 2016 to august 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since june 2016, hydrocodone (B)(6) 2016 to august 2017 and sulfamethoxazole;trimethoprim (septra) from (B)(6) 2016 to (B)(6)2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), urinary retention ("bladder or urinary problems or changes : difficulty emptying bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), vision blurred ("viion/eye problems - type: blurred vision"), pain in extremity ("legs pain/ pain radiating down legs"), pollakiuria ("bladder or urinary problems or changes : frequent urination") and hot flush ("hot flashes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced postoperative wound infection ("infection: post op wound infection following salpingectomy"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, postoperative wound infection, genital haemorrhage, back pain, abdominal pain lower, migraine, fatigue, depression, female sexual dysfunction, urinary retention, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, nausea, urticaria, vaginal discharge, vision blurred, weight increased, pain in extremity, vaginal haemorrhage, menorrhagia, pollakiuria, abdominal pain and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, postoperative wound infection, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: bleeding, cramping, pelvic pain, pain radiating down legs, nausea, vaginal bleeding, migraines, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event hot flashes was added. Event pt: device dislocation was updated to the pt: fallopian tube perforation. Event onset dates were updated. Historical condition was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device breakage') and fallopian tube perforation ('malposition of essure device/malposition of essure device location of device: protruded through fallopian tubes/ migrated to my ovary') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the device deployed wrong." On (B)(6) 2016 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included corneal abrasion on (B)(6) 2015, abdominal pain lower, vomiting, felt faint, menses irregular, constipation and ovarian cyst. Previously administered products included for an unreported indication: lorazepam. Concomitant products included escitalopram for depression, medroxyprogesterone acetate (depo-provera) for dysmenorrhoea, doxycycline from (B)(6) 2016 to (B)(6) 2016 for hives, norethisterone (norethindrone) for hormonal imbalance and vaginal discharge, sumatriptan succinate (imitrex) since (B)(6) 2015 for migraine, ranitidine hydrochloride (zantac) (B)(6) 2016 to (B)(6) 2017 for nausea, lorazepam (ativan) from (B)(6) 2016 to (B)(6) 2016 for pelvic pain, hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pelvic pain female as well as amitriptyline from (B)(6) 2016 to (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016, hydrocodone (B)(6) 2016 to (B)(6) 2017 and sulfamethoxazole;trimethoprim (septra) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), urinary retention ("bladder or urinary problems or changes : difficulty emptying bladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), vision blurred ("viion/eye problems - type: blurred vision"), pain in extremity ("legs pain/ pain radiating down legs"), pollakiuria ("bladder or urinary problems or changes : frequent urination") and hot flush ("hot flashes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced postoperative wound infection ("infection: post op wound infection following salpingectomy"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), abdominal pain ("abdominal pain") and intra-abdominal haemorrhage ("blood is pooling in my abdomen") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation, postoperative wound infection, genital haemorrhage, back pain, abdominal pain lower, migraine, fatigue, depression, female sexual dysfunction, urinary retention, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, nausea, urticaria, vaginal discharge, vision blurred, weight increased, pain in extremity, vaginal haemorrhage, menorrhagia, pollakiuria, abdominal pain, hot flush and intra-abdominal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, postoperative wound infection, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media received: newly added events- intra-abdominal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), device dislocation ("malposition of essure device"), genital haemorrhage ("abnormal bleeding (general)") and postoperative wound infection ("infection: post op wound infection following salpingectomy") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the device deployed wrong." On (B)(6) 2016 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included abdominal pain lower, vomiting, felt faint, menses irregular, constipation and ovarian cyst. Previously administered products included for an unreported indication: lorazepam. Concomitant products included escitalopram for depression, medroxyprogesterone acetate (depo-provera) for dysmenorrhoea, doxycycline from on (B)(6) 2016 to on (B)(6) 2016 for hives, norethisterone (norethindrone) for hormonal imbalance and vaginal discharge, sumatriptan succinate (imitrex) since on (B)(6) 2015 for migraine, ranitidine hydrochloride (zantac)2-aug-2016 to august 2017 for nausea, lorazepam (ativan) from july 2016 to august 2016 for pelvic pain, hydrocodone bitartrate; paracetamol (norco) and ibuprofen for pelvic pain female as well as amitriptyline from may 2016 to august 2017, codeine phosphate; paracetamol (tylenol with codeine no.3) since june 2016, hydrocodone on (B)(6) 2016 to august 2017 and sulfamethoxazole; trimethoprim (septra) from on (B)(6) 2016 to on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)" and menorrhagia ("abnormal bleeding (menorrhagia)". In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("lower back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), urinary retention ("bladder or urinary problems or changes : difficulty emptying bladder"), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)", nausea ("nausea"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), pain in extremity ("legs pain/ pain radiating down legs") and pollakiuria ("bladder or urinary problems or changes : frequent urination"). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), alopecia ("hair loss"), vision blurred ("viion/eye problems - type: blurred vision") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, back pain, abdominal pain lower, migraine, fatigue, depression, female sexual dysfunction, urinary retention, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, nausea, urticaria, vaginal discharge, vision blurred, weight increased, pain in extremity, postoperative wound infection, vaginal haemorrhage, menorrhagia, pollakiuria and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, urinary retention, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and postoperative wound infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: bleeding, cramping, pelvic pain, pain radiating down legs, nausea, vaginal bleeding, migraines, device dislocation. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received : new events, " hormonal changes describe:, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: urinary retention, pollakiuria, infection (other) describe: wound infection, malposition of essure device location of device, psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives, device breakage, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), hair loss, nausea, vaginal discharge, vision/eye problems type: blurred vision, legs pain, device deployment issue, she did not undergo essure confirmation test, weight gain / loss specify which one: weight gain." Were added. Reporter contact information was added. Pateint's information was updated. Patient's demographics were added. Concomitant medications were added. Medical history and historical drugs were added. Onset dates of events were added and updated. Amendment: the report was amended on 21-jan-2019 for the following reason: following company internal coding review the event "infection : post op wound infection" was coded to meddra llt: postoperative wound infection, the event was upgraded to serious and considered related. No new follow-up information was received from the reporter. Also, device breakage and device dislocation were upgraded to incident, product problem was ticked. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("cramping"), migraine ("migraines"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain lower, migraine, fatigue and depression outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, fatigue, migraine and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.